Event description:
Four blood leaks occurred with three patients during the period february 8 till frbruary 20. The detailed information could not be obtained. The total blood loss was approx. 200cc in each case, since the blood was not returned to the patients. The patients were well.